Event description:
Information was received from a patient regarding their stimulator (ins) that was implanted for spinal pain. It was reported that they were feeling stim "shocking" in the upper chest area since implant and they needed stimulation in their legs and feet. Patient was redirected to follow up with their hcp to schedule a programming appointment. Later, it was reported by the manufacturer representative that they had been in contact with the hcp office regarding this. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep was made aware of the issue on 7/20/17. The patient had an appointment on (B)(6). The cause of the shocking was unknown. It was unknown if the patient was referring to stimulation as shocking. The patient's weight was unknown. The issue was not resolved at this time.